Event description:
Resident was found on the floor, lying prone, at the foot of her bed. Her bed check alarm was not sounding and it was not "on hold". Resident was admitted to the hosp with a diagnosis of a right fracture.